Event description:
The heart rate alarm did not alarm. A doctor randomly checked the room and saw the critical condition of the patient. The patient's condition could be treated. No central monitoring.

Manufacturer narrative:
The hospital biomedical engineer confirmed that heart rate alarms were turned off during the incident timeframe. It was not reported what other alarms were turned off, or what other parameters were being monitored. A philips engineer was able to confirm with the customer that heart rate alarms had been turned off. The alarms had been turned off while monitoring the previous patient, and no changes to alarm settings were made when the patient involved in this incident was connected to the monitor. This is not being considered a device malfunction.